Manufacturer narrative:
Patient's city:(B)(6). Initial and final MDR (B)(4). - MDR 3003442380-2024-07744- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by patient faced an infusion set leakage on the quick release. The patient faced bleeding with one infusion set. Moreover, the issue occurred with three infsuion sets. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6005140 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005140 were previously tested in 2077488 on 19/feb/2025. Test results: visual test according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 1.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6005140 was manufactured according to the wi version 78 and packaging in the multivac 12, on 21/jan/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4a02515 was manufactured according to the wi version 26 assembled in the quickset line, on 19/jan/2024, with a total of (B)(4) units. Gluing of quick set the lot 4a02492 was manufactured according to the wi version 41 in the gluing of quick set machine mp04,mp05 & mp08 on 15/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005140 and no other complaint has been registered in database for the same lot 6005140 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.